Event description:
The user facility informed terumo cardiovascular that during set-up, the luer part on the pressure tab was snapped off. There was no patient involvement as this occurred during set-up. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual device and visual inspection confirmed the complaint. Upon further investigation, the luer cap appears to be bonded and the luer was most likely broken when attempting to forcefully remove the cap. Terumo believes this to be an isolated incident, will monitor for future issues and associate awareness training will be included. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).